Manufacturer narrative:
It was reported that the device melted. The device was returned for investigation. Engineering evaluation was able to confirm device melt. No internal device was observed during evaluation. It is most probable that the device melt was caused by an external heat source.

Event description:
The patient reported that the monitor melted. No patient harm was reported.